Event description:
Procedure: radiofrequency ablation. Reportedly, after surgery a burn was noticed at the tissue where the return electrode pad was attached. 2 cm burn (1st degree) to the right thigh and 3 cm by 4 cm burn (3rd degree) to the left thigh. The right thigh tissue was treated with medication. The left thigh tissue was treated surgically and the burn scar remains. The pads were located in the right place during surgery.